Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 470cc gel breast prostheses that both ruptured after implantation. It was reported that the patient believes the devices feel like they are ruptured and feel rippled. It was reported that one of the devices feels rippled on the inside and the other one feels like it has leaked in her underarm. Additionally, the patient feels uncomfortable and achy in both breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 23-feb-2022, mentor received additional information about the event: - the patient was diagnosed with bilateral capsular contracture. - rupture of only the right breast prosthesis was diagnosed by a healthcare professional. This report is for the patient¿s left breast prosthesis. B2 is product problem no longer applies to this report, nor does h6 medical device problem code material rupture (a0412). - the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture, right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).